Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that a ventilator unit was failing some tests during the system pre-use check. Our field service engineer investigated the unit on site, an issue with the device pneumatic back-plane printed circuit board was verified. The customer did however refuse the reparation, the cause of the reported issue can therefore not be established. Given this, we have not been able to confirm the problem nor can we identify any root cause. The reported device was manufactured in the year 2011.

Event description:
Manufacturer ref.#: (B)(4).